Event description:
It was reported that stent damage occurred. Vascular access was obtained via left vessel. The 20 x 3.5 mm, eccentric, de novo, 90% stenosed target lesion contained a >45 and <90 degree bend was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.50 x 20 synergy drug eluting stent was advanced for treatment. However, it was unable to cross the lesion. The device was removed and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.